Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value went over 400 mg/dl. The customer did not provide information about symptoms and treatment. Customer stated she can not connect the tubing a reservoir and also stated it will not turn and click in place. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, device was passed rewind test, displacement test, prime or a33 test and excessive no delivery test. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.